Event description:
It was reported that during setup for a surgical procedure conducted at the user facility the led lens cover was found to be broken off. The user facility did not report any patient involvement or procedural delays associated with this event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during setup for a surgical procedure conducted at the user facility the led lens cover was found to be broken off. The user facility did not report any patient involvement or procedural delays associated with this event.